Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6), product type recharger, ubd: 30-jun-2022, UDI#: (B)(4); device analysis: analysis of the wireless recharger found the device was unresponsive and the leds scrolled continuously. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the recharger was no longer syncing with the micro recharger app on the patient's programmer. Numerous troubleshooting attempts were carried out and eventually it was established that the device was faulty. Nothing wrong with the programmer or communicator devices. The communicator and programmer linked with the implantable neurostimulator (ins). The recharger did not link with the micro recharging app on the programmer. Patient therefore unable to know the battery status of the ins, while the linking continues to be faulty. The recharger was replaced.